Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient with a history of refractory stress urinary incontinence was diagnosed with stress urinary incontinence thereby underwent open repair with implant of bard flat mesh. Per operative notes, ¿two small puncture incisions were made at the level of the pubic symphysis, lateral to midline and a repeat cystoscopy was performed with the bladder fully distended. A thick strip of type 1 monofilament polypropylene mesh (bard flat mesh) was placed over the mid urethra, the ends of the mesh were cut at the lower abdomen and sutured.¿ (B)(6) 2018 - patient was diagnosed with mesh extrusion, dyspareunia and stress urinary incontinence thereby underwent open repair with partial explant of mesh. Per operative notes, ¿the mesh was excised towards the pubic bone bilaterally and both segments of mesh were completely excised.¿ (B)(6) 2019 - patient was diagnosed with mesh extrusion thereby underwent open repair with mesh explant. Per operative notes, ¿the mesh was sharply dissected down the pubic bone circumferentially.¿ attorney alleged that the patient had obesity, recurrent or chronic vaginal or bladder infections and stress urinary incontinence.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 8 months post implant of bard flat mesh, patient was diagnosed with urinary incontinence, mesh extrusion and dyspareunia thereby underwent repair with mesh removal. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective.